Event description:
It was reported that the patients left spinal cord stimulation (scs) lead was out. The patient underwent lead replacement. During post operation visit the patient was experiencing undesired stimulation to the right breast and stimulation. During programming session right lead was grabbing all in the right breast and chest area and had to be turned off. Rep was able to get some left coverage on the left lead, but it was mostly covering right. No further intervention planned at this time. No further information has been obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7082845, UDI: (B)(4).

Event description:
It was reported that the patients left spinal cord stimulation (scs) lead was out. The patient underwent lead replacement. During post operation visit the patient was experiencing undesired stimulation to the right breast. During programming session right lead was grabbing all in the right breast and chest area and had to be turned off. Rep was able to get some left coverage on the left lead, but it was mostly covering right. No further intervention planned at this time. No further information has been obtained. Additional information was received that the explanted device was retained by facility and will not be returned.

Manufacturer narrative:
Section b3: date of event unknown. Approximated 1-2 months prior the manufacturer becoming aware of the event. Section b5 describe event or problem updated. Section d2b additional pro code, qrb. Section h6 fields updated. Section e1 initial reporter email updated. Section h6 fields updated. Additional suspect medical device components involved in the event: model/catalog description: infinion cx lead kit, 70cm model: sc-2317-70 serial: (B)(6). Batch: 7082845 UDI: (B)(4).

Event description:
It was reported that the patients left spinal cord stimulation (scs) lead was out and was fractured. The patient underwent lead replacement. During post operation visit the patient was experiencing undesired stimulation to the right breast and stimulation. During programming session right lead was grabbing all in the right breast and chest area and had to be turned off. Rep was able to get some left coverage on the left lead, but it was mostly covering right. No further intervention planned at this time. No further information has been obtained. Additional information received stated that explanted product was retained by facility and will not be released.